Event description:
(B)(4) medical records ad 16 jun 2022 were reviewed by clinician. On (B)(6) 2013, the patient had a right total knee arthroplasty to address degenerative joint disease. Depuy components were implanted, including a depuy patella. On (B)(6) 2021, the patient had a right revision to address loosening of tibial tray at the implant to cement interface. The indications for surgery included chronic swelling and pain. During the procedure the surgeon observed excessive scar tissue. The femoral component and the patella were noted to be solid and not revised. The insert was revised without allegation of deficiency. Depuy components were implanted during this procedure, including depuy cement. Doi:12/02/2013, right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.